Event description:
A physician reported that a patient experienced tass syndrome the following day of a cataract surgery. The affected eye was the right one. Patient had no pain in the eye and its color was white. Corticoids were used to treat the event. The patient was improving with treatment. It is unknown which bss bag lot nr. Was used. Additional information was requested. This is one of four reports being filed for the same facility. This report is for the second patient and for the iol.

Manufacturer narrative:
Additional information provided.

Event description:
Additional information provided by a company representative clarified that the system was not a suspect. According to the hospital staff, a failure in the cleaning and plasma gas may contribute to the event. However, the facility wanted to confirm that the surgical solution and the intraocular lens had no issues in their manufacturing process. The patient was improving.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information has been requested. (B)(4).